Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 3.5 ebu non-bsc guide catheter was placed. Following predilation with a 1.5x10mm non-bsc balloon catheter, a 28 x 3.00 promus premier¿ stent was selected for use and advanced but failed to cross the lesion. When the physician pulled back the promus premier¿ stent, the physician noted that the stent had moved slightly from the original position. The procedure was completed with a 20 x 2.75 promus premier stent. No patient complications were reported and the patient's status was good.